Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician was treating the right common femoral artery via left common femoral access. The patient had an aorta-femoral bypass graft implanted 19 years prior. The lesion was a fibrous scar tissue restenotic lesion at the distal bypass anastomosis of the graft on the right side. The physician made multiple attempts to debulk the lesion with atherectomy. Following this, he attempted to dilate the lesion at high pressures <24 atm with an evercross balloon. Unfortunately, the balloon burst and separated off of the balloon shaft. The distal tip of the balloon catheter with the marker band and ruptured balloon were in the sfa. The physician removed the remaining evercross catheter and made multiple attempts to retrieve the ruptured balloon with a snare. After multiple unsuccessful attempts the physician attempted to balloon the ruptured fragment of balloon catheter. The fragmented ruptured balloon material then migrated to the tibial-peroneal trunk area. The physician aborted manipulating the ruptured catheter and balloon any further, and aborted the procedure. The patient currently stable, however the physician is pursuing options for retrieval or treatment of remaining ruptured balloon in lower leg. The device remains in patient¿s lower leg arterial anatomy. Additional information was received in the procedure notes state the physician felt the location of the material was non-occlusive; it had wedged into the origin of the peroneal and posterior tibial.

Manufacturer narrative:
The manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).